Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the identification board were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'invalid circuit module', this alarm indicates a loss of mechanical ventilation. There was no report of patient involvement.